Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited a diagnostics anomaly. It was noted that the patient had an ablation procedure performed. A software download restored normal device function. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.